Event description:
During a low anterior resection procedure, the device fired but staples did not close. Used a new device to complete procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument arrived in good visual condition and with no cartridge present. The instrument was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The instrument fired without any difficulties and the staples were noted to have a proper b-formation. A batch record review was performed and no anomalies were found during the manufacturing process.